Manufacturer narrative:
Product ID: 977a275, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the lead would not enter the 0-7 port head on the implantable neurostimulator (ins). A lead break or fracture was noted. Impedance testing was performed but the results were not reported. It was noted that the 0-7 lead would not be used until it could be revised in the future. There were no patient symptoms or complications associated with the event. The patient statue was alive with no injury. Additional information received reported that the impedance test showed that 0 to 5 were in range but 6 to 7 were out of range at over 10,000 ohms. It was noted that the lead was reinserted into the new implantable neurostimulator (ins) and the patient was told not to use 0 to 7 until it was revised at a later date. It was noted that the reporter believed the patient got good stimulation from the 8 to 15 lead.